Event description:
End user called to ger assistance with the device. It was discovered during phone troubleshooting that the calibration was not testing. The device was replaced and the defective one returned for investigation.